Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current pump alarm history showed multiple occlusion alarms. The rewind, load, and prime steps were performed successfully. Force calibration testing passed. The pump was run for 24 hours with no occlusions. The pump was opened to find no intermittent conditions to the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.